Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient had some unusual buckling/deformity so their device was explanted and replaced. No other adverse patient effects were reported.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to the patient had some unusual buckling/deformity so their device was explanted and replaced.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. The information received indicated the device buckled, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.